Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported after intraocular implantation procedure, surgeon stated that the patient experienced fuzzy vision. He also stated that the iol has paracentral glistening, diffuse, which was nummular in nature. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The explanted intraocular lens (iol) was returned in a biohazard specimen bag in dry state, bisected in 2 halves with both haptics intact. Some dried deposits were observed on the surface of one of the explant halves. Polychromatic sheen was observed at t0 upon re-hydration in bss, disappearing by 24 hours. Punctate and patchy deposits were observed on the iol surface. Protein staining of 1 explant half revealed cell deposits at the optic periphery, as well as a patchy protein film. The punctate deposits were not visible after staining.¿ evaluation at company manufacturing site: iol returned in two separate sample containers. One container is filled with liquid. Both iol halves have solution. There is some fibers adhered to one half. One half is stained blue from previous testing performed to detect protein. No sheen observed. Optical power & resolution could not be performed due to the extensive optic damage. Received video shows an implanted iol. A cloudiness can be seen on the iol, light reflections can also be seen.the origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of 'polychromatic sheen'.based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).